Manufacturer narrative:
Product complaint # (B)(4). Reporters state: (B)(6). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 5.5 final tightening driver appeared to be stripped/worn down. The device kept slipping on the set screws during final tightening of the construct. No fragments were generated, and there were no surgery delay. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) x25 final tightener. This report is 1 of 1 for (B)(4).